Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely elevated intact parathyroid hormone (ipth) results were obtained on 2 patient samples on an advia centaur cp instrument. Quality controls (qcs) were within acceptable ranges prior to obtaining these discordant results. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse determined that wash 1 was almost empty and air was visible in the wash 1 lines on the wash block and at the pumps. The cse reviewed the error log and observed that there was a low wash 1 alert on the day of the event (before the discordant results were obtained). The cse replenished the wash 1, primed the system, and ran qcs and 19 patient samples multiple times. 1 qc result and 2 patient results recovered unacceptably. In a subsequent visit, the cse replaced sample's and reagent's probes, tubing, and syringes, primed wash 1 lines, and monitored the ipth assay performance. The issue resolved by replacing the sample's and reagent's probes, tubing, and syringes. The cause of the discordant, falsely elevated ipth results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated intact parathyroid hormone (ipth) results were obtained on 2 patient samples on an advia centaur cp instrument. The initial results were reported to the physician(s), who questioned the results. On the next day, the samples were repeated twice on the same instrument and lower ipth results were obtained on the patient samples. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00440 on 03-dec-2019. Additional information (23-dec-2019): siemens further investigated and determined that malfunction of the reagent's and sample probe's tubing and syringes contributed to the discordant, falsely elevated intact parathyroid hormone (ipth) results. The instrument is performing according to specifications. No further evaluation of this device is required. The conclusion code of section h6 was updated to reflect the additional information.